Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had motor error alarm. The customer reported having motion sensor test failure. The customer's blood glucose level was 235mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor excessive axial play; unable to verify motor error alarm or perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to a35 alarm. The insulin pump passed the stop and run currents test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and minor scratched display window.